Event description:
Device was not programmed and was in factory "safe" mode. This am device activated itself at full power, with severe painful stimulation dysesthesia. Device was shut down by md. Second spontaneous activation occurred and during hand controller coupling; noted that the device was on full power, despite being off all day. Device was inactivated with magnetic which was taped in place, and patient will be taken to operating room for emergency explant.